Event description:
Clinic notes were received indicating that the patient initially had some improvement with vns, but her seizures did not stop until additional medication was added. The patient had been seizure free for approximately the past two years, but was no longer able to perceive stimulation. The patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostics revealed high impedance. The patient was subsequently prescribed additional medication. Additional information was received stating that the vns patient underwent generator and lead replacement surgery on 08/11/2014. Pre-operative diagnostics showed high impedance. The patient¿s replacement device was programmed on during the procedure. The explanted products have not been returned to date.

Event description:
It was reported that the patient was scheduled for lead and prophylactic generator replacement surgery due to high impedance. Clinic notes dated (B)(6) 2014 note that the patient began to notice that her voice no longer changes with device stimulation around may. The patient has not had any seizures. The notes indicate that the most recent evaluation of the vns revealed high impedance. No surgical intervention has been performed to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
The initial manufacturer report inadvertently did not include information from the patient¿s clinic notes.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.